Event description:
It was reported that customer has high blood glucose readings. He has adjusted his settings five times and he is still high. The blood glucose reading is 257 mg/dl. High blood glucose makes him crazy and wild. Customer has treated with manual injection. The drive support cap is uneven, one side is higher than the other. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.